Event description:
The caller reported that the pump battery would not charge despite not receiving a power source alert. There was no adverse impact on the customer¿s blood glucose level. Technical support instructed the caller to try different wall outlets and charging supplies, including a tandem wall adapter and cable, which resolved the charging issue. A replacement tandem charging cable will be sent to the customer.